Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was inappropriately shocked by the right ventricular (rv) lead due to fracture. Short ventricular intervals were also observed. Therapies were disabled and a lead replacement was scheduled but the patient died before the procedure could take place. Further information indicated that the patient is part of a lawsuit alleging that the lead is inherently defective and that the patient may have suffered damages and losses including, but not limited to: emotional distress, including mental distress, anger, depression and anxiety. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.